Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that communication could not be established with either the patient programmer (pp) or implantable neurostimulator recharger (insr), and that the last successful charge was a couple of months prior to date notified. A physician mode reset (prm) was suggested. There were no patient symptoms alleged. Additional information received from the rep on dec-26 reported that the healthcare provider (hcp) performed a prm and it took about an hour and a half for the charger to display 25% charge icon and the device to resume "normal" charging. The patient then charged their device to about half of a full charge and the hcp turned it back on, with the patient in-serviced once again on how to charge their device. It was confirmed that the patient was able to resume therapy and felt confident that they could recharge the device on a daily to weekly schedule moving forward. They will also check their device periodically with the patient programmer (pp) to ensure they are receiving therapy. The patient's indication for implant is essential tremor and movement disorders.